Event description:
It was reported that pump experienced malfunction message labeled malf 0 with no events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned.